Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, a patient experienced low visual acuity and discomfort due to target refractive error. Additional information that the sample is available indicates that the iol was removed.

Manufacturer narrative:
Product evaluation: the complaint lens 18.0 diopter lens was returned. The lens case, carton and label set returned are for a 16.5 diopter (replacement lens?). Viscoelastic is dried on the lens. The optic has been cut into two pieces. Power and resolution testing could not be conducted due to the optic damage. The product investigation could not identify a root cause for the reported complaint. (B)(4).